Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva 200 laser fiber was opened for use for an unknown procedure performed on an unknown date. According to the complainant, during preparation, the laser fiber was bent when the box was opened. The procedure was completed with another laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on november 5, 2018 that a flexiva 200 laser fiber was opened for use for an unknown procedure performed on an unknown date. According to the complainant, during preparation, the laser fiber was bent when the box was opened. The procedure was completed with another laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: date of event was approximated to (B)(6) 2018 as no event date was reported. H6: problem code 1069 captures the reportable event of fiber broke. Investigation results: the fiber was returned broken into three pieces. The first piece measured approximately 87.3 cm from the top of the connector to the break. The second piece measured approximately 52.3 cm from break to break. The third piece measured approximately 175.2 cm from break to break. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.